Manufacturer narrative:
Concomitant products continued: 5076-52 lead implanted: (B)(6) 2019.

Event description:
It was reported that the patient presented to the emergency department due to syncope and receiving a shock from their implantable cardioverter defibrillator (ICD). A remote monitoring transmission indicated that the patient had been treated for an episode of ventricular fibrillation (vf) but the rhythm was suspected to be atrial fibrillation (af) with rapid ventricular response. The shock was suspected to be inappropriate. The ICD remains in use. No further patient complications have been reported as a result of this event.